Event description:
It was reported in an article that an 82 year old female patient developed progressing abdominal symptoms during a hospital stay after a thrombendarterectomy of the femoral artery, which was performed for the treatment of critical lower limb ischemia. However, postoperatively, there were two episodes of gastrointestinal bleeding. Since the patient, in addition to abdominal symptoms, presented with heart failure and was hemodynamically very unstable, surgical exploratory laparotomy was not possible. Therefore, the decision to perform a life-saving endovascular intervention was made. A 5french (f) vertebral diagnostic catheter was introduced to the distal part of the common hepatic artery (cha) then a coaxial non-abbott microcatheter through the gastroduodenal artery (gda) and pancreaticoduodenal arteries (pda) to the superior mesenteric artery (sma) distally from the occluding plaque. A .014" and .018" unspecified guidewires crossed the occlusion that was highly calcified and another 6f introducer sheath was placed at the sma. The 2.5x20mm trek and 4.0x20mm trek were used for pre-dilatation without issues under the pressure of 6-18 atmospheres (atms). The 6.0x38mm omnilink elite was implanted in the proximal part of the sma and there was a brisk inflow to the target artery and its branches. Unfortunately, although the revascularization was successful, abdominal symptoms improved, and there were no longer biochemical signs of bowel ischemia, including normal values of serum lactate, the patient died 2 days after the procedure due to cardiogenic shock. Details are listed in the article titled, "retrograde endovascular recanalization of the superior mesenteric artery for the treatment of acute bowel ischemia: case report".

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A conclusive cause for the reported cardiogenic shock, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. Literature attachment: retrograde endovascular recanalization of the superior mesenteric artery for the treatment of acute bowel ischemia: case report b3: date estimated. D6: date estimated. D4: the UDI is not known as the part and lot number were not provided. The additional patient effect referenced in b5 is filed under separate medwatch report number.